Event description:
It was reported that during the pre-test the cuff would not inflate. No patient injury or involvement was reported.

Manufacturer narrative:
One sample was received at the investigation site in used condition without its original packaging accompanied by the certificate of decontamination. During visual inspection there was no damage found. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. There is not root cause since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).